Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, capsular contracture baker grade iii. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old female patient underwent an unknown breast surgery with mentor memorygel 450cc silicone breast implants which the left side migrated, and issue with capsular contracture baker grade iii after implantation. As a result patient underwent removal and replacement of left side with catalog number 3504254bc, serial number (B)(4) on (B)(6) 2019.